Manufacturer narrative:
E1: phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contracture, baker grade iii. And late seroma.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. And late seroma. For the right side device. Device has been explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported capsular contracture baker grade iii and late seroma for the right side device. Device has been explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. And late seroma for the right side device. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Photo analysis: it is not possible to determine, the lot number or catalog through the photos provided. Visual analysis of the photographs identified. Seroma -late: unable to observe, as it is a medical event that is not related to the device. Capsular contracture : unable to observe, as it is a medical event that is not related to the device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade iii and late seroma for the right side device. Device has been explanted and replaced with non-allergan brand.